Event description:
A dr reported that one of his pts experienced chronic recurring low grade infection in the operative eye for two years following cataract extraction procedure. The initial examination of the eye was not able to detect cause for the infection. The pt was examined by a second dr who reportedly detected a small foreign body on the iris which he described as a sliver from the silicone infusion sleeve. The presence of the foreign body was believed to be related to the infection. Due to the results of the unresolved infection, the pt underwent a corneal transplant. The foreign body was removed at the same time; however, it was not returned to the MFR for analysis.